Event description:
It was reported that during a lap chole procedure, the clips intersected each other. With the second device, everything went fine. The hospital threw the clips away. The problem had no negative effect on the patient. Not known how case was completed.